Event description:
Per the physician, a female patient presented on 6/1/92 for ligation of esophageal varices which was performed without incident. A second ligation was done on 6/8/92, at which time the physician experienced difficulty placing the tube down the esophagus with the endoscope. Endoscopically, a small tear was noted. The patient was hospitalized and placed on antibodics due to fever. No further intervention was reporteddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.